Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: revision due to implant fracture review of event description: the patient came for an urgent medical consultation. He was concerned because after many satisfactory years with his implant (druckscheibeprothesen) while working at the garden - without having any trauma or accident, he heard a noise coming from his left hip. After telephone consultation he came urgently to the clinic. The patient underwent a revisino surgery on (B)(6) 2017 due to ceramic head breakage after 13 years in-vivo time. Review of received data: -undated pre-op ap view pelvis and lat view left hip x-rays: thrust-plate prosthesis on the left hip with ceramic ball head being broken into pieces. Stem taper is in contact with the ceramic liner. Metallic shell seems to have lucent zones at the gruen zone I. 52° degrees of inclination angle of the shell, which is higher than the usually accepted range of 40-45°. - undated post-op ap view pelvis x-ray: situation after the revision of the broken ceramic head. Head and liner were replaced. - operation report dated (B)(6) 2017 was received by e-mail: indication: ceramic head breakage operation: 5-minute disinfection sterile cover in supine position. Use of the old skin incision, opening of the fascia, preparation up to the hip joint, removal of the microbiological samples, antibiotic administration. It shows a broken ceramic head, the fragments are removed as far as possible. Luxation of the hip joint, inserting hohmann hook, now removing the ceramic remains. Inspection of the inlay, no significant changes, removal of the same. Extensive synovectomy, removal of residual splinters, extensive flushing. Inserting a new 36 mm inlay size ll. Trial position with head size l no dislocation tendency, therefore use of the original head. A ceramic head with option is used. Moving the hip joint, no dislocation tendency. B v control, remaining remainder in the area of the hip joint, rinsing again from further residues, repeated b v control, no more remnants visible. Meticulous hemostasis, repeated rinsing, insertion of a redon drainage, layered wound closure. Application of a sterile bandage. Devices analysis: - visual examination: cerasul sandwich cup and cerasul head were received for the investigation of the case. Cerasul head: the ceramic head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. The identification of the provided ball head is not possible by reading off the laser engraving. Metal transfer of erratic appearance can be found on the polished surface and on the fracture surfaces which are clearly assigned to secondary effects, i.e rubbing between the metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any info about the cause of the fracture. In case of a symmetrial taper fit situation between the ceramic head and the stem taper, thin concentric lines (primary metal transfer) are expected over the whole circumference in the taper top region. The expected primary metal transfer cannot be found equally distributed on the taper of the head. This might indicate a disturbance between stem and head. Additionally, metal transfer can be found in the bottom/center taper area. However, it cannot be decided clearly whether this metal transfer occurred prior to or after the primary fracture event. Fracture surfaces: obviously, fragments were rubbed against each other in the period between the primary failure event and the delivery of the fragments for the investigation. Due to that mechanism intensive chipping occurred at fracture surface edges and on all fracture surfaces. Therefore, further info properly got lost which might have been helpful in the failure analysis. Cerasul sandwich cup: ceramic insert is not broken. Metal transfer of erratic appearance can be found on the face and on the articulating surface of the insert. This secondary metal transfer was produced by rubbing between metallic stem and the ceramic insert after the primary fracture event of the ball head or due to surgical procedure. Thus, it does not provide any information about the cause of the fracture. At the rim of the ceramic insert, wear areas can be found. However, it cannot be decided clearly, whether these areas were generated by microseparation/ edge loading prior to the fracture or caused by ceramic fragments and third-body-wear after the fracture event. The pe part of the cerasul cup exhibits deformation at the face and rim in form of scratches and cuts, which most possibly occurred due to extraction forces during the revision surgery or due to the contact with the stem after the breakage. Two sysmmetrical indents along the polar tip of the insert are visible, which secured the fixed position of the pe in the metallic shell. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Raw material certificate of the head confirms that the product was manufactured according to the material specifications. Root cause analysis: root cause determination using dfmea: - fracture of head due to insufficient material thickness (wrong design) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: it cannot be confirmed, therefore cannot be excluded. - fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing => possible: stem is unknown, therefore cannot be excluded. - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset => not possible: size of head diameter and/or offset is correct. - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong material combinations => possible: stem is unknown, therefore cannot be excluded. - mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => possible: stem is unknown, therefore cannot be excluded. - high wear, head fracture due to wrong raw material selection => not possible: product specification certifies the correct raw material for the product. - compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device => possible: patient is reported to have a high activity level. - loss of connection, fracture of ceramic head due to use on a used or damaged stem taper => possible: no surgical report indicating a damaged taper was available, therefore cannot be excluded. Conclusion summary: the (B)(6) years old male patient, with bmi=25.5 and high activity level, underwent revision surgery due to breakage of the ceramic head after 13 years in-vivo time. Only x-rays after the breakage of the head and the revision surgery report were received to help with the product investigation. Examination of the ceramic head revealed that a symmetrical taper fit situation between the ceramic head and the stem taper was not achieved. Therefore, it is highly possible that an unbalanced stress condition presence at the system might have at the end led to the fracture of the head (e.g. Edge loading). Nevertheless, possible causes for the fracture of the ball head include high patient activity, patient disregarding the limits of the device, particles left between stem and head taper, wrong material pairing and use of the head on a used or damaged stem taper. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Biolox head 12/14 ref# 00-8775-040-02) are marketed in USA, and therefore this report was filed. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received ((B)(6)2017) and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cerasul, head, s, 28/-3.5, taper 12/14 on the left side on (B)(6) 2004 and the patient underwent revision surgery on (B)(6) 2017 due to breakage of the ceramic head. In the mean time additional information was received stating the following: "patient was concerned because after many satisfactory years with his implant (druckscheibeprothesen) while working at the garden - without having any trauma or accident, he heard a noise coming from his left hip. "